Event description:
It was reported that during an internal clinical study the safety shields failed with a bd vacutainer® eclipse¿ blood collection needle. This occurred on (B)(4) separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: we were running an internal eclipse loctite clinical study, and we experienced three separate product failures with activating the safety shield (defective locking mechanism, or dlm) on standard eclipse 21g.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4 medical device catalog #: 368607 d.4. Unique identifier (UDI) #: (B)(4). The following fields have been updated with additional information: d.4. Medical device lot #: 8176592 d.4. Medical device expiration date: 2023-06-30 h.4. Device manufacture date: 2018-06-25 h3 other text : see h.10

Event description:
It was reported that during an internal clinical study the safety shields failed with a bd vacutainer® eclipse¿ blood collection needle. This occurred on (B)(4)separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: we were running an internal eclipse loctite clinical study, and we experienced three separate product failures with activating the safety shield (defective locking mechanism, or dlm) on standard eclipse 21g.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during an internal clinical study the safety shields failed with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: we were running an internal eclipse loctite clinical study, and we experienced three separate product failures with activating the safety shield (defective locking mechanism, or dlm) on standard eclipse 21g.